Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, certificates of analysis, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: installing the implant too deep. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where two implants were installed. The patient has a dysmorphic sacrum with l5 sacralization. The patient reported left side radicular pain following the initial procedure. The surgeon determined that the superior positioned implant was impinging on the neuroforamen causing radicular pain. In (B)(6) 2021, the surgeon performed a revision surgery where he backed-up, but did not remove, the superior positioned implant approximately 5-10 millimeters to relieve the nerve impingement. He then installed an additional implant of the same type inferior to the existing implants to help fixate the si joint no other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.